Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, the wires on the instrument were noted to be broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.